Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vessel was inadvertently nicked, resulting in bleeding. Surgeon identified the source, used compression, and applied pressure to achieve hemostasis. This resolved the issue.